Event description:
It was reported that the cstat 3000 would not boot up. Customer thought the hard drive was bad. There was no report of pt injury.

Manufacturer narrative:
Customer decided not to repair the system and cancelled the service call. If additional info becomes available it will be reported as required.